Event description:
It was reported through a database containing anonymized data received for a pmcf study on the zimmer natural nail (znn) antegrade femoral nail (afn) and retrograde femoral nail (rfn) that a patient experienced a prominent distal screw, which caused pain and skin irritation. The screw was explanted. The event was reported to have a causal relationship to the device. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Attempts have been made to gather all product identification information, and no further information has been provided. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.